Event description:
The customer stated the coulter lh 750 hematology analyzer had leaked approximately five milliliters of clear diluent from the bottom right-hand side of the instrument. The fluid was not contained within the instrument. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a laboratory coat and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No instrument error messages or instrument startup failures were associated with this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.

Manufacturer narrative:
Service was dispatched to the site over multiple days to address this event. The field service engineer (fse) identified a differential waste chamber drainage issue. The fse replaced a pressure valve, specific tubing, and the choke. Additionally, the fse noticed that the differential latron would not aspirate, so the fse replaced the four solenoid manifold. Neither of these issues impacted patient results or upon recur, possess the potential of affecting patient results. During one of the repair visits, the fse also found an unrelated small lyse leak in the restrictor tubing. There was no report of healthcare worker exposure in association with the lyse leak. This leak was compromising the recovery of the hemoglobin and white blood cell parameters but there was no prior record of this problem in the control log so it is not believed to have generated erroneous patient results. However, upon recur, this failure possesses the potential to generate erroneous patient results. In conclusion, the cause of the differential waste chamber leak was a plugged pressure line. The cause of the differential latron not aspirating was a four solenoid manifold. The cause of the lyse leak was the lyse restrictor tubing. (B)(4).